Event description:
It was reported that the bd syringe 50ml ll tip 1ml stopper was defective / damaged. The following information was provided by the initial reporter: the syringe is missing its plunger seal alignment and seems to be improperly assembled or damaged. When did the incident occur? During use the syringe is missing its plunger seal alignment and seems to be improperly assembled or damaged & the syringe & medication discarded additional information received on 10-dec-2025: it was reported that: ¿the 50cc syringes (bd brand) are defective and can pose potential harm to both patients and staff. First, the rubber stopper in many syringes detaches easily and the plunger resists movement within the tpn machine, leading to inappropriate dosage and potential overdose/underdose for our beloved patients. Second, medication spill has occurred due to defective rubber stopper and plunger (potential harm for staff involved in preparing hazardous medications)¿

Manufacturer narrative:
It was reported that the plunger seal appeared to be either improperly assembled or damaged. To support the investigation, one photograph was provided for evaluation by the quality team. The image shows a syringe without its packaging blister, attached to a needle assembly with a plastic shield. The syringe plunger rod and rubber stopper were pulled to the 20ml mark, and the rubber stopper had detached from the plunger rod. No additional defects or imperfections were observed. This condition may occur if the rubber stopper was not properly aligned during assembly to the plunger rod. A device history record review was conducted for material number 309653, lot 5149086. The review did not identify any quality issues during production that could have contributed to the reported condition. No related quality notifications were found. All processes and final inspections were performed in accordance with specification requirements. Verification of the syringe plunger rod and rubber stopper assembly confirmed that settings were correct and product flow was satisfactory. To date, no similar events have been reported for this lot. Based on the investigation and analysis of the provided photograph, the customer¿s reported issue has been confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.